Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display screen and power loss alarm. Customer was unable to successfully clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specification. Device passed self test and displacement test. The adapt tool confirmed the unloaded voltage and loaded voltage was within specification range. No frozen display or power loss alarm noted during testing. (B)(4).